Event description:
It was reported that there was a high superior vena cava (svc) impedance measurement suddenly which triggered a patient alert. This patient, due to size, has a high voltage coil added to the device and a pin plug was inserted in the svc port. Up until this incident the device measurements had recognized correctly that the patient did not have scv lead. A device update may be needed. The device remains in use, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.